Event description:
Pt was setup on stimmaster ergometer for session. Pt was setup before family member and observed by pt. Abnormal session operation was observed during first three attempts to run pt; different operation than seen in previous 17 pt visits. A fourth attempt was made to run pt by family member. During this attempt, a clicking sound was heard and pt was paged to return to stimmaster where the session was stopped. The therapist noted swelling, increased laxity of the left knee and increased patellar movement. Pt was taken to ER.